Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode during a follow-up in clinic. The patient was asymptomatic. A firmware download was performed successfully.